Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a guidewire crossed the lesion, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation but failed to cross the lesion. A 1.5mm x 20mm x 143cm coyote es balloon catheter advanced selected for use. However, during initial inflation at 14 atmospheres, the balloon ruptured. Subsequently, the first device used, a 2mm x 20mm x 143cm coyote es balloon catheter was again advanced but also ruptured during initial inflation at 14 atmospheres. The procedure was completed with a different device. There were no patient complications nor injuries reported.